Event description:
Severe brain fog, loss of words, not knowing where I am when I've taken the same route to/from work for years, severe joint, muscle, bone, breast pain, inflammation, depression, anxiety, medication allergies, gluten intolerance, diagnosis of fibromyalgia. Labs come back clean. FDA safety report ID # : (B)(4).